Manufacturer narrative:
G4:29dec2020; b4:13jan2021. The power management board was returned for evaluation. Visual inspection of the motor controller (mc) & power management (pm) printed circuit board assembly ((pcba) revealed no evidence of damage or contamination.customer complaint verified product did not meet specifications. The failure investigation technician identified integrated circuit (ic) component in reference designator u6 on the motor controller printed circuit board assembly had failed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Daet of report: 28aug2020.

Event description:
The customer reported that a check vent alarm annunciated. The device was not in clinical use. There was no patient harm reported. The service engineer confirmed the occurrence of errors associated with 3.3 v supply failed, 5 v supply failed, blower temperature high, ovp circuit failed, 35 v supply failed and mc pcba adc failed in the diagnostic report. The service engineer replaced the power management printed circuit board assembly and the motor control printed circuit board assembly, which resolved the problem. The device passed performance verification testing and was released for clinical use.